Event description:
It was reported by service report that the power prong is loose and the fowler can be pushed down slowly with pressure. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose power prong. Spongy gas spring.